Event description:
The pack was opened for use in a procedure. Prior to the vitrectomy probe being used, it was discovered the tubing connecting to the probe was loose. A new vitrectomy probe was obtained and the procedure was completed without incident.